Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) analyzed the system log file and identifies that upon power on self-test (post) image processing pc(ippc) were logged as false during shutdown. The customer performed post restart with false as per rse¿s advice and were able to fluoroscopic imaging. The philips field service engineer (fse) visited onsite and identified that there was a recognition failure in the internal memory of the ippc. The memory recognition failure has led to a delay in the ippc startup, causing the system to stop at 00:00 during startup. The philips has initiated a medical device correction. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was not booting up and stuck at 00:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.